Manufacturer narrative:
H6: investigation summary one used primary set was received by the customer for investigation. Upon visual inspection, it could be observed that the filter's upper air vent membrane was wetted/compromised. No other defects were observed. The set was functionally tested and fluid leaked out from the upper filter vent. The customer's complaint of a leak on the filter tubing was verified. Probable identified cause for vent leakage is clog/oversaturation of filter and time of use from which the fluid flow was restricted. Fluid then seeks path of least resistance through filter vent. A device history record review could not be performed because a lot number was not provided by the customer. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that as lvp 20d 2ss cv leaked. The following information was provided by the initial reporter: material #: 2420-0007 batch/ lot #: unknown it was reported that the filter on the tpn tubing was leaking fluid. Verbatim: leaking fluid noted on central line tubing. Rn traced the lines and found leaking fluid to be coming from the filter on the tpn tubing. Rn took a sterile gauze and wiped it away, and immediately it became wet again. Rn immediately called the nnp, who ordered d10 to be hung until the new tpn arrived and could be hung with all new tubing. Rn also notified the line team rn, who hung the d10w through new tubing, and performed a line and cap change on that lumen. The most recent line change occurred the day before (B)(6) 2020 at around 1800. The side of the bed that the lines are hanging on is down and has not been manipulated up or down due to the patient being on ECMO and the ECMO cannulas hanging on the same side of the bed. Tubing with old tpn is secured in a bag and placed in the charge nurse office. Md notified as well.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that as lvp 20d 2ss cv leaked. The following information was provided by the initial reporter: material #: 2420-0007 batch/ lot #: unknown. It was reported that the filter on the tpn tubing was leaking fluid. Verbatim: leaking fluid noted on central line tubing. Rn traced the lines and found leaking fluid to be coming from the filter on the tpn tubing. Rn took a sterile gauze and wiped it away, and immediately it became wet again. Rn immediately called the nnp, who ordered d10 to be hung until the new tpn arrived and could be hung with all new tubing. Rn also notified the line team rn, who hung the d10w through new tubing, and performed a line and cap change on that lumen. The most recent line change occurred the day before 8/30/2020 at around 1800. The side of the bed that the lines are hanging on is down and has not been manipulated up or down due to the patient being on ECMO and the ECMO cannulas hanging on the same side of the bed. Tubing with old tpn is secured in a bag and placed in the charge nurse office. Md notified as well.